Manufacturer narrative:
(B)(4). No patient demographic information available.

Event description:
It was reported that the patient was unable to start therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed the out-of-range/high impedance. The device was still functional, but the physician decided to set the device to deliver unilateral stimulation on the left side while waiting to schedule the revision surgery. A review of images showed fractured lead. The patient underwent revision surgery, and the right lead was removed. A new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Although requested, the removed lead was not returned to analysis. Therefore, no device evaluation can be performed. The device history record was reviewed, including the sterilization process. No relevant nonconformances were found. .